Manufacturer narrative:
(B)(4). The reported field event of an hvli anomaly and connector anomaly were confirmed in the laboratory. The device was tested on the bench and low hvli was observed. It is believed an anomalous component on the hybrid caused the hvli anomaly. Visual inspection also noted silicone, septum material inside the set screw hex cavity. This caused the inability to loosen the set screw. (B)(4).

Event description:
It was reported that during device implant procedure low, out of range, high voltage impedance was observed on the device. After switching off the merlin programmer low, out of range, high voltage impedance was observed again. After connection one of the leads was unable to be withdrawn from the device. Device was removed and a new device was implanted. All parameters and values were in range. Patient was stable.